Event description:
It was reported that inappropriate atp and hv therapy for af with rvr was observed. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.